Event description:
It was reported to philips that the battery does not hold a charge. The alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer.

Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to a faulty battery the customer was given part information for a replacement battery. The customer has ordered the part to rectify the reported problem. The customer was informed of part availability and will ship once the part becomes available. The device remains at the customer site and no further evaluation is required at this time.